Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results of "over 600, 169, 309 mg/dl" on the same meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The meter was also returned on 02/19/2013 however the evaluation of the product has not yet been completed therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.